Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor, no issue was observed. The sensor plug was returned and properly seated in mount. Extracted data from the returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving an unspecified low sensor scan result and experiencing feeling unwell and thirstiness. Customer had contact with an hcp who obtained an unspecified higher reading on their device and administered insulin (dose/type unknown) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving an unspecified low sensor scan result and experiencing feeling unwell and thirstiness. Customer had contact with an hcp who obtained an unspecified higher reading on their device and administered insulin (dose/type unknown) for treatment. There was no report of death or permanent injury associated with this event.